Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 41 mg/dl with symptoms of confusion. The reporter stated that the patient received a glucagon injection and was treated by emergency medical services at an urgent care clinic. The patient had remained on the pump at the time of the call. The reporter stated that the pump had a weak vibration, which caused them to not realize the pump was alarming for a low blood glucose issue. The reporter indicated that the pump's vibration settings were set appropriately. This complaint is being reported based on the allegation that the patient experienced a serious injury while on insulin pump therapy determined to be due to a training/misuse issue by animas customer technical support.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2017 with the following findings: review of the black box data revealed the last basal delivery was on (B)(6) 2016 at 08:16 am. Basal change history and black box shows a manual increase in the active basal rate on (B)(6). The total daily doses added to reflect the programmed basal rate target. The continuous glucose monitoring (cgm) history and alarm history confirmed a call service alarm, ¿cs208¿, on (B)(6) 2016 at 10:24 am. Review of user setting show cgm low limit alert was enabled and set to 70 mg/dl with 0-minute snooze time. A test ¿cs208¿ warning was simulated with 100 mg/dl as threshold and 30 minutes as snooze time. The pump gave the appropriate ¿cs208¿ warning vibration and audible alert. The pump reflected 24 units after 24 hours on 1-unit-per-hour duration test. The device was found to be operating as intended without malfunction. Investigation did not duplicate the complaint. (B)(4).